Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump passed the off no power test, self test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. No excessive no delivery alarm or delivery anomaly was noted. The insulin pump alarmed for an unexpected restart after a battery change due to a faulty connector on the interface board. The functional tests could not be completed due to the unexpected restart error test. The insulin pump was received with minor scratches on the display window and a cracked rservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned a no delivery alarm. Blood glucose level was 331 mg/dl at the time of the call. No further information was provided.